Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.